Event description:
It was reported that a trek otw balloon dilatation catheter was prepared according to the instructions for use manual and advanced to the lesion. The balloon was inflated to 14 atmospheres with an indeflator 30/30 inflation device and there was air noted in the distal end of each of the balloons. The device was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency. Event, implant, and therapy dates: estimated date (reported as occurring two weeks prior to alert date on (B)(6) 2013).